Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. Identified the need for a new cable. Cable replaced and customer stated that the cable calibrated properly and functioned correctly.

Event description:
It was reported that the etrak 2500p system will not calibrate (snap receiver intermittently does not calibrate properly/cable bad). There was no report of pt injury.